Event description:
Consumer alleges that she stopped for a car to pull into the driveway, and she moved back to give them room and her jazzy allegedly tipped over backwards and allegedly threw her into the street hitting her head.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.